Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought the pump vibration was not strong. Tandem technical support confirmed with the customer that the pump vibrator was working. The customer's blood glucose level was not impacted.